Manufacturer narrative:
Insulin pump received with constant failed battery test alarm due to faulty battery tube. Battery tube was disconnected and reconnected to interface board. No failed battery test alarm noted afterwards. Unable to confirm currents due to failed battery test alarm. Insulin pump had minor scratches on lcd window, cracked case at display window corner, cracked reservoir tube lip and stained end cap sticker.

Event description:
It was reported that the insulin pump alarms low battery every day. Blood glucose value is 176 mg/dl. Nothing further reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.